Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient was observed to have been losing blood after a laparoscopic gastric sleeve procedure. The patient received a transfusion and is currently in good condition. The device provided and tones after sealing during the procedure. The device was disposed of at the site. No further information is available.